Event description:
It was reported that at the implant procedure the physician noticed an abnormal bend approximately one centimeter behind the helix which caused some difficulty in right ventricular (rv) lead placement. Once the rv lead was implanted the analyzer showed high impedance. The physician was not comfortable with the impedance and bend. The physician removed the rv lead and implanted a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).